Event description:
This spontaneous case from united states was received on (B)(6) 2018 from patient. This case concerns patient (age: not reported) who initiated treatment with synvisc one and an unknown latency patient had crippling life threaten infection no medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection (doe, indication, frequence and expiry date: unknown; batch lot number: 7rsl02). On an unknown date, after an unknown latency patient had crippling life threating infection. Corrective treatment: not reported. Outcome: unknown. Seriousness criteria: life threatening. A product technical complaint was initiated and the result for the same were pending. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2018: based on the available information, pharmacological plausibility can be established between the event and suspect product. However, more information regarding injection technique, patient's concurrent clinical presentation, relevant medical history, past drugs, concomitant medications and other risk factors is required for further case assessment.